Manufacturer narrative:
The reported event for missing set screw connector block was confirmed. Visual inspection revealed that the set screw connector block for port 1-8 was absent. X-ray analysis confirmed that the set screw connector block for port 1-8 was missing.

Event description:
This report is to advise of an event observed during analysis. The patient was to undergo ipg implant on (B)(6) 2019. When the physician opened the package of the new ipg, it was noted the setscrew was missing from 0-3 channels. To address the issue, the physician opened a new ipg and completed the procedure.